Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the "ok" button needed to be pressed 25 times before responding. Customer's blood glucose was 5.6 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump responded properly to button presses. No unresponsive buttons noted during testing. However, slight moisture damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.